Event description:
It was reported that dues to a fall, the patient's leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2025 during which the physician repositioned the patient's leads to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient's weight. Further information was requested but not received.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000102569. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates patient experience ineffective therapy due to lead migration. Only one of the patients leads migrated and only that lead was repositioned during surgical intervention.